Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling cartridges with 150 units of insulin. No reported adverse impact to the customer's blood glucose. Customer reverted to manual injections for alternate insulin therapy.